Event description:
It was reported to boston scientific corporation that a cre fixed wire dillation balloon was used in the colon during an esophagogastroduodenoscopy (egd) with dilation and colonoscopy procedure on (B)(6) 2017. According to the complainant, during the procedure, the balloon failed to deflate, which caused resistance. The gastroscope was removed with the balloon so that the gastroscope could be re-inserted into the patient. The patient was reported to have complications after the case, including bleeding, mucosal/esophageal tear and was in pain after the procedure. A radiology test was performed to rule out a perforation. The procedure was completed with another cre fixed wire dilatation balloon. The patient was reported to be stable at the time the complaint was submitted. ----------------------------------------------------------------------------------------- **additional information received on may 25, 2015** during the esophagogastroduodenoscopy (egd) procedure,the balloon would not deflate completely. It was noted that the balloon was left hanging out at the end of the scope that obstructed the view. The scope had to be removed and the balloon was dislodged to clear the scope and was then re-inserted back into the patient¿s stomach to complete the egd procedure. The patient was scheduled for 2 procedures, an egd and colonoscopy procedure.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used in the colon during an esophagogastroduodenoscopy (egd) with dilation and colonoscopy procedure on (B)(6) 2017. According to the complainant, during the procedure, the balloon failed to deflate, which caused resistance. The gastroscope was removed with the balloon so that the gastroscope could be re-inserted into the patient. The patient was reported to have complications after the case, including bleeding, mucosal/esophageal tear and was in pain after the procedure. A radiology test was performed to rule out a perforation. The procedure was completed with another cre fixed wire dilatation balloon. The patient was reported to be stable at the time the complaint was submitted.